Manufacturer narrative:
(B)(4). Concomitant medical products: medical product:g7 dual mobility liner 44mm f, catalog #:110024464, lot #: 231540, medical product: tprlc xr mp fp t1 pps 6x97.5mm, catalog #: 51-149060, lot #: 3822018, medical product:g7 pps ltd acet shell 54f, catalog #: 010000664, lot #: 6047001. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial hip replacement procedure. Subsequently, the patient experienced dislocation.

Event description:
It was reported that a patient underwent an initial hip replacement procedure. Subsequently, after a routine x ray a dislocation of the e1 active liner from the 28mm ceramic head due to an unknown reason. It is still functioning independently with ceramic on metal bearing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.